Event description:
Legal counsel for the patient reported patient underwent bilateral total hip arthroplasty procedures and reports patient allegations of metallosis, pain, and loss of range of motion. Review of invoice history confirms the left total hip arthroplasty procedure occurred on (B)(6) 2006 and the right total hip arthroplasty occurred on (B)(6) 2006. A review of invoice history confirms the right revision procedure was performed on (B)(6) 2012 and the left revision procedure (B)(6) 2012. The modular heads were removed and replaced in both revisions. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-01874 / 01875).

Event description:
Legal counsel for the patient reported patient underwent bilateral total hip arthroplasty procedures and reports allegations of personal injuries. Review of invoice history confirms total hip arthroplasty procedures occurred on (B)(6) 2006. It is unknown which hip was replaced on those dates. A review of invoice history confirms a revision procedures were performed on (B)(6) 2012. The head and the taper adapter were removed and replaced in both revisions. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-01874 / 01875). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent bilateral total hip arthroplasty procedures and reports patient allegations of metallosis, pain, and loss of range of motion. Review of invoice history confirms the left total hip arthroplasty procedure occurred on (B)(6) 2006 and the right total hip arthroplasty occurred on (B)(6) 2006. A review of invoice history confirms the right revision procedure was performed on (B)(6) 2012 and the left revision procedure (B)(6) 2012. The modular heads were removed and replaced in both revisions. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report for the (B)(6) 2012 right hip revision noted the presence of thin, watery, brown fluid and superficial corrosive oxidation. Operative report for the (B)(6) 2012 left hip revision noted the presence of tissue inflammation with a whitish slimy appearance, milky fluid and a fragment of heterotopic bone. The modular head was removed and replaced in both revisions.